Event description:
It was reported that the device had 3 to 4 activations, even though the pt had no access to a pt programmer or physician programmer. During 3 days of hospitalization, another 3 activations were documented. The pt outcome was reported as ok. Three days later, it was reported that the device was performing well, no more activations were documented. The pt had no programmer. Pt lost trust in the device. Replacement was scheduled. The device will be returned for inspection.

Manufacturer narrative:
(B)(4).